Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys tsh assay result for one patient. The result on (B)(6) 2016 was 20.37 uiu/ml. The clinician doubted this result and asked the patient to repeat tsh testing at two different laboratories and the results were normal. No specific data was provided. The same sample was then repeated on (B)(6) 2016 and the result was 0.965 uiu/ml. The patient was not adversely affected. The reagent lot number was 166369 with an expiration date of 03/31/2017.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Typical causes of this type of event include electromagnetic interference, pre-analytical issues, and insufficient instrument maintenance. From the analysis of the calibration and control data, a general reagent issue could most likely be excluded.